Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was unable to connect to the ipg due to being buried too deep and patient gaining weight. In turn, surgical intervention may be pending to revise the ipg.